Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: (1) customer reports that ventilator came up with red alarm with technical event. Could hear the blower audibly sounds different on start up. Health impact: (2) no clinical signs, symptoms or conditions and no health consequences or impact, reported.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: hamilton medical ag received a complaint regarding a hamilton-c6 ventilator that triggered an alarm with technical event 231009 (blower controller speed low) during patient ventilation. The issue was reported on 24. December 2024 and the appearance of the technical event 231009 is confirmed during ventilation, as confirmed by the logfile analysis. When the device was checked and started (after the use), the ventilator emitted an unusual sound during startup. A field technician was dispatched to assess the situation on-site. The technician confirmed the abnormal blower noise, checked the system for blockages (none were found), and subsequently replaced the blower module (part number msp160554). When the technical event 231009 occurred, the device continued to ventilate the patient without interruption, and no clinical deterioration or harm to the patient is expected, none was reported. The device was tested after blower replacement and passed all standard functional and calibration tests, including electrical safety testing. The ventilator was then returned to clinical use without further issues. The root cause was determined to be a defective blower module.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: (1) customer reports that ventilator came up with red alarm with technical event. Could hear the blower audibly sounds different on start up. Health impact: (2) no clinical signs, symptoms or conditions and no health consequences or impact, reported.